Manufacturer narrative:
Ocd field service investigated and performed necessary repairs to multiple subsystems, returning the vitros eci to intended operation. The investigation determined the most likely cause of the imprecise tropl es results was instrument related. Following the service activity, no additional incidences of imprecise tropl es results have been observed.

Event description:
The customer observed imprecise vitros tropl es results for three pt samples processed on a vitros eci system on (B)(6), (B)(6), and (B)(6) 2009. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The results were not reported as the customer repeated the samples on an alternate analyzer. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).